Manufacturer narrative:
UDI and serial number of device not provided.

Event description:
The manufacturer received a voluntary medwatch report (mw5167650) regarding an alice night one device that allegedly caused a red or burn mark on a patient's chest. According to the patient, she was undergoing an overnight sleep study when the device became hot, resulting in the mark. The patient indicated that no medical treatment was required. No additional device information was provided. The device has not been returned for investigation. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.